Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. Additional information indicates that the lead revision was performed. The rv lead was repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.